Event description:
It was reported that upon power up, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message. Customer power cycled (turned off and then on) the platform several times but the fault did not clear. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.